Event description:
It was reported that the clinical trainer contacted customer support to assist the pt with a factory reset of the ilet bionic pancreas. The device was restarted and placed into ¿go bionic¿ with a blood glucose of 163 mg/dl. Prior symptoms included hyperglycemia prompting correction dosing behavior, as the user had been announcing ¿meals¿ only for high glucose corrections and not for actual meals. Outcomes included user education on proper meal announcements and dosing for meals, with reinforcement of initial training guidance. Investigation included troubleshooting and user education via remote support. Investigation of this case revealed no device malfunction and identified user technique and use error related to meal announcements. It was concluded that the event resulted from user use error and was resolved through education without the need for further clinical intervention.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.